Manufacturer narrative:
Additional info has been requested and if available it will be submitted in the supplemental report.

Event description:
The surgeon was using the mcreynolds driver-extractor to remove a cone/conical restoration modular stem and the distal stem adapter snapped inside the stem, in the process. The surgeon used a bone punch to impact the proximal body/stem construct, which eventually backed out of the femur.